Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturer site evaluation: samples received: no sample available. There are no previous complaints of this code batch. There are no units in OEM stock. Without any closed and/or defective sample proper analysis can not be completed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.